Event description:
Clinical registry. Same pt as MFR# 6000093-2006-02442. It was reported 385 days following a coronary artery drug eluting stenting procedure, the pt underwent a target vessel re-intervention (tvr). The pt was being treated for an acute myocardial infarction. The index procedure identified two lesions in the ramus artery. Lesion 1 was 99% stenosed, 3.0mm in diameter, and 3mm in length. The lesion was direct stented with a taxus express2 3.0x8mm stent. Target lesion 2 was 75% stenosed, 2.5mm in diameter, and 6mm in length. The lesion was direct stented with a taxus express2 2.50x20mm stent. The results of both lesions were 0% residual stenosis and timi-3 flow. The pt was discharged four days later on plavix and aspirin. Three hundred and eighty five days following the index procedure, the pt electively underwent a tvr of the ramus artery. An unk size taxus express2 stent was deployed in the ramus. The pt was discharged the following day. The relationship of this event to the taxus stents, per the investigator is "unk."

Manufacturer narrative:
H6. Device analysis - the delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 7028481 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.